Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited low impedance. A message was displayed stating there was possible high voltage circuit damage. The ICD and lead were replaced.